Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer reported communication issue between pump with transmitter and mobile application. The customer reported blood glucose value of 324 mg/dl. The blood glucose value at the time of the hypoglycemic event was unknown. It was unknown how the customer was treated for hyperglycemia and hypoglycemia. The event involved product(s) mmt-332a, mmt-7841zn, mmt-242a, mmt-1884, mmt-7040a, mmt-6101. Troubleshooting was performed for the communication issue with mobile application and it was resolved. Troubleshooting was not performed for the communication issue with transmitter and it was unknown that the issue was resolved or not. Troubleshooting was not performed for the reported harm. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-7841zn, mmt-242a, mmt-1884, mmt-7040a. Product return is not applicable for non physical devices mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.